Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.10. Product evaluation: the product was returned for analysis and the reported complaint was not observed. No damage was observed on the iol. Additional observations were as follows: iol returned positioned incorrectly in the iol case. A significant amount of solution is dried on both surfaces of the optic and haptics. No damage observed. No root cause identified as no damage was observed to the iol. The returned iol shows evidence of possible handling by the customer due to the presence of solution and how it was returned positioned incorrectly in the iol case. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that an intraocular lens (iol) was broken. Additional information was provided that the event occurred during an intraocular lens (iol) implant procedure. Another iol was used to complete the procedure. There was no patient contact and no patient harm.